Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and nurse practitioner reported via phone call that they were not able to get the screw to wound down all the way for the insulin pen. No harm requiring medical intervention was reported. It is unknown if the insulin pen will be returned for analysis.